Event description:
It was reported that the pt was charging every week now when before he was charging every 3 weeks. Impedances were checked and read 674-908 w/>10,000 on electrode 8. Group impedances were 416 and 302. The recharge frequency was based on parameters and use of the implantable neurostimulator (ins). The calculated estimated recharge interval on the longevity calculator was approximately 9.5 days. The pt reported that he was recharging every week. The recharge interval appeared to be appropriate. Review of the recharge statistics showed that the typical duration was 2.2 hours and the interval was 2.5 days with an average coupling of 8 bars.

Manufacturer narrative:
(B)(4).